Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the customer was hospitalized with high blood glucose. The customer's blood glucose was 500 mg/dl. The caller reported, the customer was on vacation when they became sick. The customer was rushed to a hospital where it was determined the customer had diabetic ketoacidosis. The customer also suffered a heart attack from their diabetic ketoacidosis. It was found the customer had a bent cannula upon removal of their infusion set. The customer was unable to receive insulin as a result of the bent cannula. The customer reported having 8 bent cannulas in the past. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and minor scratches on the lcd window.